Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. After the user powered down the device, connected the scope and powered on the tower, the b30 error no longer occurred for each scope tested. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30," scope communication error was generated for multiple scopes upon connection of the scopes to the video system center. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported b30 error was a defect of contact due to the attachment of foreign matter to the output connector of the light source device, resulting in temporary communication failure with the endoscope.